Event description:
A healthcare professional reported during an intraocular lens (iol) implant procedure, the lens was stiff end was not coming right out of the cartridge. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in b.5., d.9., d.10., h.3., h.6. And h.11. The lens was not returned stuck in a cartridge as described. The lens was returned positioned incorrectly posterior side up in the lens case. Solution was dried on the lens. Both haptics were in a folded position, adhered to the optic surface by solution. The lens was removed from the lens case and cleaned with klrp for further evaluation. Both haptics were pliable when manipulated. No issues observed. A fold inspection was conducted using folding tweezers. The lens folded and unfolded with no abnormalities observed. A dimensional (plan view) inspection was conducted and the lens met specification per the approved (plan view) template. The qualified associated cartridge was not returned for evaluation. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Qualified associated products were indicated. The root cause may be related to a failure to follow the IFU. Information was provided that temperature in the operating room was 17.8° c. This temperature is outside the recommended range the IFU instructs: use the company cartridge at operating room temperatures between 18 degrees celsius (64 degrees fahrenheit) and 23 degrees celsius (73 degrees fahrenheit). The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received confirming that there was no adverse effects reported.